Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2011 the pt underwent surgery for the repair of an incisional hernia with implantation of a kugel patch, following the implantation it is alleged that the pt suffered ongoing and severe pain and discomfort. On (B)(6) 2012 the pt underwent surgery to repair and/or replace the kugel patch and to repair another incisional hernia. A non-davol mesh was implanted for the add'l hernia repair. Following this procedure, it is alleged that the pt suffered a fever and vomiting. On (B)(6) 2012 the pt was admitted to the hospital for an incision and drainage of abdominal wall abscess. On (B)(6) 2012 the pt underwent surgery to repair the alleged "buckled and exposed" kugel patch. It is alleged that some of the patch that had extended into the patients upper abdomen could not be removed. On (B)(6) 2012 the pt underwent surgery for the repair of a recurrent incisional hernia, excision of the previously placed mesh and implantation of a new non- davol mesh. The attorney's report alleges buckled and exposed mesh, abscess, infection, impaired wound healing, recurrent hernia, pain.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. It is alleged that the patient suffered from multiple issues including infection and adhesions both of which are known possible adverse reactions listed in the IFU; however, there is no info provided to support these claims of adhesions and infection. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.